Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was obtained: the product was used for suturing of the uterine muscle layer with cesarean section on (B)(6) 2018. Since the needle fragment was lost, the position of the needle fragment was confirmed by x-ray examination. Reoperation was done on the same day, and the needle fragment was retrieved. As of october 9, 2018, the patient has already been discharged.

Event description:
It was reported that a patient underwent cesarean section procedure on (B)(6) 2018 and suture was used. The needle broke during use on the uterine muscle layer. The position of the needle fragment was confirmed by x-ray. An additional procedure was performed on the same day to remove the needle fragment. The patient has been discharged from the facility. Additional information will be requested.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: if applicable, will product be returned, return date, tracking information - no sample will be returned. What is the patient¿s current status? - the patient has been discharged. The following information was requested but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? What is physician¿s opinion as to the etiology of or contributing factors to this event